Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Patient reported concerns with his infusion site getting infected. Patient stated he noticed a couple of weeks ago that his site was swollen and draining pus, blood, and insulin out. Patient reported this has occurred several times but will normally go away after he drains it. Patient stated it was not going away so he went to see his hcp who put him on antibiotics. Patient reported he went back because of excruciating pain and the doctor made an incision and squeezed out all of the infection. Patient stated he went for a follow up visit to the hcp who stated it looks to be healing well. Patient reported experiencing elevated readings. Patient reported he went to the hospital about 3 weeks ago for elevated blood glucose values. Patient stated he was using the same infusion set and wonders if they caused the elevated readings. Patient reported he tested with a reading of 480 mg/dl and went to sleep. Patient stated his wife called the doctor who advised she take him to the hospital. Patient reported he bolused for the elevated readings; cannot recall how much he bolused. Patient stated 1 ½ hours later the hospital tested him with a reading of 226 mg/dl; was treated with an IV of fluids because he was dehydrated and then released him. Patient reported his only symptom was feeling tired. Patient stated there was infection at the site then also. Patient has discarded the alleged infusion set. Requested return of the meter, strips, and controls for evaluation.